Manufacturer narrative:
(B)(4). This report for a check lines and bags alarm was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was due to a supply bag disconnecting. The lot information was unknown; therefore, a batch review was not performed. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This report of a use error (switching only part of disposable product) is an allegation against the cassette (disposable); however, since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Event description:
The home patient (hp) contacted (B)(4) regarding a check lines and bag alarm which occurred on the homechoice (hc) during refilling the heater in fill 3 of 4. The technical service representative (tsr) assisted the hp to end therapy as the hp stated she switched bags at some point in therapy. The tsr advised the hp to call the nurse regarding missed therapy and switching out bag. There was no patient injury or medical intervention reported.